Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lower and upper back swells after stimulation is turned off. The patient met with her physician who indicated the issue is possibly due to a muscle tear from surgery and the area needed time to heal.